Manufacturer narrative:
Date sent to the FDA: 08/17/2021. Additional information: g1. Additional h-3 summary: one opened sample of product code sxpp1a406 was returned for analysis. In order to evaluate the conditions of the returned sample, the swage and attachment area were as expected, and the remnant of the suture was noted into the barrel hole, and marks were observed on the edge of the needle that possibly from a surgical instrument. The suture was to be damaged at the surface, and the end was observed broken due to the condition of the sample the functional test can¿t be performed. The condition of the sample received indicates improper handling of the device. A manufacturing record evaluation was performed for the finished device lot number qkmexd / sxpp1a40612, and no non-conformances related to the reported complaint condition were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Date sent to the FDA: 08/17/2021. Corrected information: d9, h3, h6.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Trade name: (B)(4), active ingredient(s): triclosan, dosage form: suture/solid/parenteral, strength: 2360 g/m. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and barbed suture was used. During the procedure, it was reported that suture broke during sewing muscle fascia tissue. Another like device was used to complete the procedure. No adverse patient consequences were reported. No additional information was provided.